Event description:
Customer reported a communication error during a plain fluid infusion at a rate of 100ml/hr in the operating room; the pump flashed an amber "communication error¿ alarm but reportedly no audible alarm occurred. The pump was replaced with another pump. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The customer¿s report of a communication error was confirmed via the log analysis. The error event could not be duplicated during the investigation. The pcu event logs showed that the device had no indication the infusion of IV fluid were started. The programming had been entered that was followed with an operator walk away alarm. A safety clamp open alarm was induced after the walk away alarm that was followed with a channel disconnected alarm from the pcu and a communication error from the pump module. Testing of the pump module attached at the left and right side of the pcu with physical manipulation of the module while infusing was unable to induce a similar event. The inspection of the iui connectors under magnification after the testing noted the left iui connector on the pcu had a few pins with contamination/corrosion within the vicinity of the contact area. A communication pin number 10 was found to have the most amount of contamination/corrosion and is believed to have been the source of the customer¿s incident. The root cause for the customer¿s reported experience is being attributed to the contamination/corrosion on the communication pin number 10 of the left iui connector on the pcu.